Event description:
This report was received from global pharmacovigilance (gpv) and is a report by of patient made mistake/ break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began pd therapy. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient made mistake/ break in aseptic technique had occurred, which caused peritonitis on (B)(6) 2013. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with injection tazar (4.5gm, twice daily, IV) for peritonitis. Pd therapy was ongoing. The patient was recovering from the event of peritonitis. The patient was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). This event involved a use error and there was no report of a product malfunction. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The patient recovered from the event of peritonitis.